Event description:
Twenty minutes into a treatment with a first-use dialyzer, a pt experienced heaviness in her chest. She was given oxygen and monitored and 10 to 15 minutes later she felt okay. The rptr stated that the pt had a similar reaction 20 treatments ago when a first-use dialyzer was used, therefore, it was felt that the pt had a reaction to the dialyzer. The pt uses the same dialyzer usually for 20 treatments.